Event description:
It was reported that the patient had to turn stimulation off on (B)(6) for hip replacement surgery, and when they tried turning stimulation back on a couple days ago were not able to. A problem with the patient programmer was reported. She was not able to make adjustment both with or without antenna attached. She was not able to turn stimulation back on again. When the patient attempts to synch, she sees the poor communication screen. The patient confirms they have already changed batteries and were using brand new aaa alkaline batteries. Patient services recommended palpating the ins (stimulator) site and placing programmer antenna directly over ins and this did not resolve. They can feel the ins and were placing programmer antenna directly over skin. The hcp (healthcare provider) told her that the ins battery was expected to last 5 years. During the call the patient states she has to go to the bathroom, and just went 15 minutes prior to this. The patient¿s husband commented during the call that the patient had ¿bladder" and it never d ID work real good but it helped some but since the patient had it turned off ((B)(6)) she has had an increase of urinary problems. The patient was getting poor communication with and without antenna. It was later reported by healthcare provider that there was fifty percent or greater symptom reduction. As of (B)(6) 2014, the patient was doing well. Upon device return, the software was updated to version 1.4. The antenna jack was resoldered as a preventative measure. Analysis results found device tested to specs and telemetry problem unverified. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v326233, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had an appointment on 2014-(B)(6) and had to go back after 2014-(B)(6). The patient had to have a new implantable neurostimulator (ins) put in. It was unclear if the patient was still having concerns regarding their device or therapy or if their concerns were resolved.